Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h1o of the initial medwatch. The phenomenon of video module is loose and image is displayed intermittently was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The monthly report was reviewed, and no upward trend was observed. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that poor contact of the video jacket socket may have contributed to the intermittent images, as it is poor enough to affect the images. In checking the content of the instructions for use for otv-s7pro, the phenomena may have been prevented by following the instruction manual which states: "[important information ¿ please read before use] do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [Chapter 8 installation and connection] never apply excessive force to connectors. This could damage the connectors." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was noisy due to poor contact of the s7p connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera pro video system center had loose video connector resulting in intermittent image. The issue was found during preparation for use. The laryngoscopy procedure was completed using a similar device. There were no reports of patient harm.